Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the medication completely missing from patient profile. A technical support specialist (tss) had explained to the customer that both orders needed to be returned as part of a component order. The order for abxroc2d550 had been sent as a component order and had dispensed both ns100mnbg and roc2v, each with its own med ID. During the return process, users did not see abxroc2d550; instead, they saw ns100mnbg and roc2v listed individually. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not shown in the patient profile. The customer stated that this malfunction occurred while dispensing the ceftriaxone medication and that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not shown in the patient profile. The customer stated that this malfunction occurred while dispensing the ceftriaxone medication and that caused a delay. There were no adverse events or injuries reported based on this event.